Event description:
The hcp reported the pt experienced nausea, anxiety, diarrhea, and agitation. The "pt feared could not control pump when they had above symptoms. This created anxiety thus wish to have pump removed." The pump was refilled and the pt had a cat scan of the lumbar spine in 08/2004 - the results were not reported. The hcp tapered the pump medication in anticipation of removal. The pt subsequently decided to keep the pump and recovered without sequela.